Event description:
It was reported that, "cement broke in the mail. Hosp materials management department smelled it before it was shipped to the operating room dept."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.